Event description:
The customer reported that they could not use the cine drive and they thought it was a software problem. No patient injury reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative reformatted the cine drive and recalibrated the collimator. The system was tested and found to be working as intended and put back in service.